Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hypoglycemia and emergency medical services (ems) was called. The patient¿s blood glucose level dropped to 20 mg/dl and the patient became unresponsive. Ems evaluated the patient and stated the pod was faulty and needed to be replaced. It was reported that the system switches between automated and manual mode since the patient does not bolus frequently. Details regarding treatment were not provided. Attempts to obtain additional information have been made and if more information becomes available then a supplement report will be submitted.